Event description:
Affiliate reported that the surgeon was experiencing problems with programming of the patient's shunt. Since the patient is currently stable the surgeon has decided not to immediately revise the device.

Manufacturer narrative:
It has been communicated that the device has not yet been explanted, as a result that the patient's condition is stable. If at some point the device has been revised, this complaint will be re-opened and investigated.